Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: improper test method to perform control solution test and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 106 to 130 mg/dl. Control solution range 92-124mg/dl,customer performed control solution test and obtained results of e3. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).